Event description:
The facility reported an infusion pump that will not stay on. It was not specified if this occurred while infusing on a pt. The facility representative stated that no pt injury was associated with the report and no incident reports have been filed since the last baxter service event. Info regarding pt demogrphics, medication involved and device programming was requested but none was provided.